Event description:
(B)(4). It was reported that post coronary stenting treatment procedure, chest pain and myocardial infarction occurred. In (B)(6) 2010, the subject had a non-q-wave mi with pci to the left anterior descending (lad) artery the following day. The subject was scheduled to return for intervention to the saphenous vein graft (svg) to the diagonal in (B)(6) 2010. In (B)(6) 2010, the subject had a 90% stenosed lesion located in the proximal svg to the diag. The lesion was 15 mm long with a reference vessel diameter of 3.0 mm and treated with direct placement of a 3.0 x 32 mm taxus liberte stent. Following post-dilatation, residual stenosis was 0%. The subject was discharged, the following day, on aspirin and prasugrel. In (B)(6) 2011, the subject was admitted with chest pain and palpitations. ECG showed st-t changes and cardiac enzymes were consistent with myocardial infarction. The occlusion of the svg to diag was considered chronic and not an acute stent thrombosis. The plan was to optimize anti-anginal strategies and the subject was discharged three days later on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).